Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported with a description of implant doesn't open, impossible to place. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, one haptic is adhered to the optic with solution. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint "the implant doesn't open. Impossible to place" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).